Event description:
Patient dislocated in recovery. The surgeon's opinion is that he did not allow for enough anteversion - corrected with hooded liner. The original stem head, and liner were also replaced.

Manufacturer narrative:
A review of the device history record for this device shows that no material property, mechanical, or dimensional discrepancies existed in this lot. Device not returned.